Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device change-out procedure. Prior to the procedure, the right atrial lead exhibited noise with a noise reversion alert. The lead's impedance, sensing, and threshold were within defined limits. The noise was reproducible with isometrics. During the procedure, lead insulation breakdown was noted which appeared to be caused by a surgical tool. The lead was repaired by placing silicon around part of the lead. The patient was stable during and after the procedure.